Event description:
During programming of pump, device alarmed "nvram access software error" and was unresponsive after that. Another pump was obtained and IV started. Information provided from department does not identify patient.======================manufacturer response for general purpose infusion pump, symbiq (per site reporter)======================test and investigation to duplicate the complaint of "nvram access software error, white screen" during testing. The device failed power on self test with white screen software error. The root cause for software error was due to corrupted software. Also, the device was received with missing ac cord retainer boot. In addition, the som pwa was found defective. Manufacturer replaced the som pwa and ac cord retainer boot. The software was re-downloaded.